Event description:
A malfunction alarm with code 16 was reported, and there were no notable events occurring before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. It was determined that the malfunction code was not resettable, so technical support took the corrective action of replacing the pump.